Event description:
Bard peripherally inserted central venous catheter- PICC, #repl0713, surgically placed in in-patient by hospital hyperalimentation staff, infected the pt with hospital born staphylococcus aureus. The pt began chills & fever during first 24 hrs with her left arm swelling to 3x normal size. The catheter tip PICC was tested, five days later, by in-house lab with results confirming catheter tip PICC staphylococcus aureus- ref# t32534- and also resulting catheter tip site PICC staphylococcus aureus -ref#t32242-requiring pt to receive IV antibiotic vancomycin, oral antibiotic bactrim, oral antibiotic rifampin. This event also increased in-patient complications and costs. The hyperalimentation PICC placement technician performed procedure in the pt's hospital room and was observed contaminating the sterile field by multiple times removing gloves and touching pt skin-to-skin to inspect placement site on left arm, additionally this technician/nurse was observed tearing her finger tips off of her gloved hands touching pt skin-to-skin polluting sterile field.